Event description:
It was reported that the device had a system fault. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified that the device was last serviced 20-apr-2020 for an issue related to "syringe port damage, motor sounds loud". A functional test was performed, and the customer's reported problem was duplicated. Battery cap and syringe cap were not received with the device. The most probable cause for "system fault" is error code 112 which would be due to an intermittent motor. In order to correct the problem, the motor was replaced as well as the front/rear housing, housing seal, syringe, battery cap, keypad and rear label. The device has since passed all functional tests.